Event description:
Boston scientific received information that during the initial needle stick to obtain access to the subclavian vein to implant this right ventricular lead, the patient sustained a pneumothorax due to a suspected perforation of the lung. There were no additional symptoms and the physician continued the implant successfully and un- eventfully. All leads parameters were normal and dft was performed successfully. The lead remains implanted and in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.